Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy procedure when suturing the cervix. The device was difficult to load and unload. The needle fell into the patient's cavity. The needle was not properly in the package. In order to resolve the issue and complete the case, found the needle. There was no patient harm. The patient status is alive, no injury.